Manufacturer narrative:
Result: malfunctioning power inlet cable, damaged power supply board.

Event description:
It was reported by service report that the bed had no power, and the power cord plug had bent ground prong. It is unknown if there was any patient involvement or adverse consequences to report.